Event description:
A complaint was reported regarding difficulties with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to press the button properly and confirmed that the pump would be replaced with a new one, as it was still under warranty. The customer was advised to return the faulty pump within ten days using a pre-paid label, and instructions were provided on how to put the pump into storage mode before returning it.